Event description:
It was discovered in testing that a pump displayed constant downstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.